Event description:
Customer reportedly received results of 14 mg/dl, and 200 mg/dl within 10 mins on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.